Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead after the surgery. The lead was reprogrammed many times, but the patient continued to have symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.